Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. During the rv lead revision, it was found via fluoroscopy that the rv lead had caused cardiac perforation. The rv lead helix was retracted from the pericardium and the rv lead helix failed to be extended for repositioning. Patient condition was stable.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture, low pacing impedance, and r-wave amplitude variation. No intervention was performed. And the patient is pending rv lead revision with no scheduled date. Patient condition was stable.